Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, lot# unknown, implanted: (B)(6) 2022, product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a trial patient who was using an external neurostimulator (ens) for urge incontinence and urgency frequency. The trial began (B)(6) 2022. Patient's daughter reported that the patient was admitted to the hospital on (B)(6) 2022. They stated the patient experienced 3 accidents on thursday morning because they were afraid to get out of their chair because they thought their leads were loose. Contributing factors, actions/interventions and resolution were unknown.